Manufacturer narrative:
.

Manufacturer narrative:
Corrections - upon evaluation of the reported device it was noted to have been manufactured in (B)(4). The manufacturing prefix should read (B)(4).

Event description:
Revision surgery was reported due to a fractured plate.